Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). A pericardial fat pad was noted prior to the procedure. During the transeptal puncture a small pericardial effusion occurred. The pericardial effusion was discovered when contrast was injected through the was. The procedure was aborted and the patient given protamine. The patient was stable under physician monitoring and no patient complications were reported.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). A pericardial fat pad was noted preprocedure. During the transeptal puncture a small pericardial effusion occurred. The pericardial effusion was discovered when contrast was injected through the was. The procedure was aborted and the patient given protamine. The patient was stable under physician monitoring and no patient complications were reported. It was further reported on 06jun2022 that the patient was discharged.